Event description:
It was reported that the quick bolus/wake button on the pump was difficult to press and required multiple attempts to turn on the pump screen. There was no reported impact to the customer¿s blood glucose level at the time of the event. The customer did not disclose the type of backup therapy they would use to ensure insulin delivery during the replacement process.